Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient¿s lead exhibited a sudden rise in capture threshold. The lead was explanted and replaced. The patient was asymptomatic and stable before, during and after the procedure.